Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer was called and reported the insulin pump screen was blank. It was also stated the buttons were not responding on the device. Customer's blood glucose was 6 mmol/l. It was advised the device would be replaced, however, the product will not be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly, all of the buttons are functioning properly however, moisture damage was noted on the keypad traces during our visual inspection. No unexpected blank display noted during our testing. All operating currents are within specification. The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and broken battery tube threads.